Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left total hip revision to address metallosis: revision for metal on metal wear. Doi: (B)(6) 2007, dor: (B)(6) 2019, (left hip).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicating that on (B)(6) 2019, an MRI showed a small area of pseudocapsular dehiscence/tearing at the posterior/lateral aspects of the left hip joint, increased from prior exam. There was a small left hip joint effusion which communicates through the area of pseduocapsular dehiscence into a periarticular fluid collection located posterior/lateral to the greater trochanter. On 24 may 2019, the patient underwent a left hip revision due to an adverse reaction to metal debris. Pre-revision notes indicated the patient was experiencing pain and discomfort. Films showed possible osteolysis, however, revision operative note indicated no osteolysis. The surgeon noted a small 1 cm pseudotumor, minimal wear, and brownish fluid. The stem was well-fixed without corrosion. The surgeon reported maybe a little trunnionosis on back of metal liner, but minimal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.